Event description:
A micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Debris affecting the rotational properties of the device was identified as the probable cause of the device overheating.